Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.5-15.7cm, 17.7-18.2cm, and 18.9-19.1cm from the connector pin, consistent with lead friction to the ICD can, and at 5.7-6.2cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Reliability laboratory technician jude medical crmd reliability laboratory st. Jude medical crmd reliability laboratory